Event description:
It was reported, the video system center did not have a video signal from the on the provation system. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Th investigation indicates that the video cable was not connected to the proper terminal and the issue was resolved. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected field: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that video cable is not connected to the right terminal caused no video signal. Olympus will continue to monitor field performance for this device.